Manufacturer narrative:
Device returned. The results of the investigative analysis revealed the stent was pushed proximally off the balloon after having been inflated. Quality assurance analysis of the returned device determined that the stent struts did not appear damaged. A review of the case description did not reveal any indication of resistance during the procedure which may have contributed to this issue. Based on review of the available info, the root cause of this complaint cannot be established. A review of the finished device mfg records revealed no nonconformities with a relationship to this product issue. Quality assurance will continue to monitor for this type of product performance issue. No mfg corrective action is warranted at this time. This MDR is considered closed.

Event description:
It was reported that during a stent procedure in a rca, the stent moved proximal on the stent delivery system. The delivery system was inflated and withdrawn intact with the undeployed stent on the shaft. Reportedly there was no pt injury.